Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient alleged that a cartridge leakage resulted in blood glucose of 330mg/dl without reported symptoms of hyperglycemia. He reported that he corrected the elevated blood glucose via syringe according to this health care provider's protocol. The patient noted that within an hour his blood glucose returned to less than 250mg/dl. He said that he removed himself from the pump; he has a plan for use of rapid-acting insulin as well as long-acting insulin. The patient stated that he will re-start pump therapy after he receives new box of cartridges.